Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The issue resolved on its own as the pump began charging without any change to the charging supplies, and no further assistance was required.